Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery gauge was observed to be fluctuating. There was no adverse impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source using a replacement wall adapter for at least 30 minutes. Customer acknowledged. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved; however, the customer did not respond.